Manufacturer narrative:
Customer evaluated - requested remote service.

Event description:
It was reported that the device shows lead off message. The customer evaluated the device and received remote support from the customer care solution center, during which a the reported issue was not confirmed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.